Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. This report will be updated should additional information become available.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements. Additionally, oversensed noise was noted in stored atrial tachy response (atr) episodes. A lead fracture was suspected. No adverse patient effects were reported.